Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2024-00028, 0002648920-2024-00031, 0002648920-2024-00032. D10- medical product: femoral component option size e right: item# 00596401552, lot# 64241488. All poly petella standard cemented size 32 mm diameter 8.5 mm thickness item# 00597206532, lot# 64129894. Stemmed nonaugmentable tibial component option cr/ps/lps size 4 item# 00598603702, lot# 64210105. G2- united kingdom: no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately four years and six weeks post implantation due to unknown reasons. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported that approximately four years and six weeks post implantation a patient was revised due to pain, limited rom, swelling, osteolysis, and progressive loosening of the tibial baseplate. Operative notes reported aseptic loosening, loose tibial component de-bonded from tibial component, massive synovitis, poly wear, backside wear and excoriation of tibial tray, and large contained medical femoral condyle cyst. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11 medical records provided and reviewed state that the patient underwent a primary right total knee arthroplasty using zimmer biomet implants and competitor bone cement. Following the procedure, the patient developed pain, swelling, limited range of motion, joint effusion, synovitis, prepatellar bursitis, and progressive loosening of the tibial baseplate. Radiographic findings later confirmed aseptic loosening, and multiple clinical visits documented persistent symptoms including clunking sensation, locking, and increasing discomfort. A revision surgery was performed. Intraoperative findings included a loose tibial component with debonded cement, massive synovitis, polyethylene wear, backside wear and excoriation of tibial tray, large medial femoral condyle cyst. All components except the patellar implant were explanted and replaced with competitor products. Post-revision notes describe ongoing but improving symptoms consistent with expected inflammatory response. A definitive root cause cannot be determined. However, during the investigation it was identified that competitor devices were implanted with the retained zimmer biomet "all poly petella standard cemented size 32 mm diameter 8.5 mm thickness". Zimmer biomet has not confirmed the compatibility for this combination of devices. This is known as off-label use. Please note that per the IFU, 87-6203-614-99 en rev. E, it states "do not use:¿ the components of the nexgen® all-polyethylene patella system with components of any other system or manufacturer, unless authorized by zimmer biomet". Complaint is confirmed based on medical records provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.